Manufacturer narrative:
The product investigation was completed as the complaint device was discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff parkinson white) ablation with a qdot micro¿ catheter and the patient experienced stroke / embolisms. A left side wpw was ablated on friday (B)(6) 2024 and there were 5 ablations and 3 minutes of ablation with a qdot catheter. The physician reported that the patient had several strokes/embolisms during the weekend. The patient's condition has reportedly improved since then.